Event description:
It was reported by the patient that this right ventricular (rv) lead may have dislodged for which they were going to undergo a procedure and that they had communicated with their physician. Later on, it was confirmed by x-ray imaging that this lead had perforated the pericardium, with the lead repositioned and obtaining good measurements. No additional adverse patient effects were reported.